Manufacturer narrative:
The patient/family was the initial reporter.

Event description:
The customer reported that her blood glucose readings since (B)(6) 2018 were not being stored in the memory of the contour next meter. No adverse event was alleged. The customer was advised to return the meter for evaluation. Replacement meter was sent to the customer.

Manufacturer narrative:
The customer returned a different serial number of contour next one than the one she complained about. The serial # returned by the customer was (B)(4). The returned meter had the readings from (B)(6) 2018 stored properly in memory of the meter. An in-house testing was performed and the readings were properly stored in memory of the returned meter. As the original meter was not returned, it is not possible to determine the cause of the issue.